Manufacturer narrative:
Examination of the device revealed that the rods were unable to achieve the retention angle. Both rods were bent in four directions into approximately a 45-degree angle, but rods did not hold the angle. With use over time the coil core inside the device may fatigue, which could result in the loss of angle retention as noted with this device. Based on the testing and further examination by the head of product development, it was confirmed that the inner core of the malleable rod 1 and rod 2 were most likely fractured.

Manufacturer narrative:
This follow-up MDR is being submitted to update/correct b1, b2, d9, h3, and h6.

Event description:
As reported to coloplast, though not verified, patient received a penile prothesis in (B)(6)2015, from a year he got a flaccid erection. X-ray found a fractured rod. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.